Manufacturer narrative:
Method (other) - device was not returned for evaluation. The device is a synthetic device made from polypropylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert (instructions for use).

Event description:
Proxy biomedical was notified on july 30 2013 via email by the polyform distributor ((B)(4)) that they have received a complaint on the 26 july 2013 regarding a polyform product from a patient's legal representative. The complaint states that following implant of polyform mesh, the patient suffered an injury. The date of implant of the mesh is either the (B)(6) 2005 or (B)(6) 2006. An additional device (ethicon tvt) was implanted in the patient; the complaint provides the following information but does not specify which products are related to the polyform device and which are related to the ethicon tvt device: implant dates: (B)(6) 2005 and (B)(6) 2006, hospitals: (B)(6). Surgeons: (B)(6). The patient is identified as "(B)(6)". Her date of birth is unknown; her weight and height details are unknown. The hospital where the implantation procedure took place is (B)(6). The physician who treated the pt is either dr (B)(6) or dr (B)(6). The implant involved in this complaint is a polyform synthetic mesh - the lot number is unknown.